Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio 2 meter would not pair with the onetouch reveal mobile app. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue occurred on (B)(6) 2018 at 12:00pm. The patient manages his diabetes with oral medication, diet and exercise and did not specify making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that ¿2 hours and 32 minutes¿ after the issue occurred, he developed symptoms of ¿dizziness, shaking, sweating and his vision was affected¿ and that 10 minutes later he self-treated with ¿orange juice, a banana and cookies¿. During troubleshooting the cca noted that the meter was not compatible with connecting to the app as it does not have bluetooth function. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.